Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced pinkish/reddish urine discoloration, postoperative abdominal pain (status-post surgery on (B)(6) 2009), abdominal pain (worse when eating), residual bleeding (status-post surgery on (B)(6) 2009), unspecified pain, unspecified extrusion, unspecified infection, unspecified urinary problems, unspecified recurrence, and unspecified bleeding.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The medical record review is still in progress, once the medical records are reviewed a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced extrusion, infection, recurrent vaginal pain, dyspareunia, chronic vaginal infections, chronic bladder infections, and collagen disorder.